Manufacturer narrative:
A medtronic representative went to the site to upgrade the hardware and test the equipment. The hardware passed the system checkout. The system was found to be fully functional after hardware upgrade. The monitor was returned to the manufacturer for analysis. The monitor was connected to a test system for a multi-day burn-in test. The image remained normal during all testing. The image did not go blank during testing. Although the bios was outdated, the device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement monitor shipped to site 11/19/2015. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that while performing a system check-out, noted that the navigation system monitor would go black for about 1 second before coming right back. No further details were provided. There was no patient present when this issue was identified.